Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2014 due to subluxation. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. "